Manufacturer narrative:
Initial reporter postal code: (B)(6). The inspection performed by baxter notes indicates that the screw was securely in place and could not be loosened by hand. The baxter inspection findings attribute the event was likely related to the missing safety hook. The customer replaced the safety hook. The safety instructions of the product mentions that before lifting, always make sure that: the lifting accessories are not damaged; ¿ the lifting accessory is correctly attached to the lift; ¿ the lifting accessory hangs vertically and can move freely; ¿ the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; ¿ the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; ¿ the latches are intact; missing or damaged latches must always be replaced; ¿ the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device.

Event description:
It was reported that a patient fell from a viking m mobile lift when the fixing screw that secures the sling bar to the flexlink/lifting arm allegedly loosened and came out of its housing during a patient transfer. The customer reported that the patient sustained a small wound on the top of the nose. The customer confirmed that sutures were used to close the wound on the nose. The customer performed an internal inspection of the device. The inspection found that the alleged screw was in place and could not be loosened by hand. The internal inspection additionally identified that a safety hook on the sling bar was missing. Baxter inspected the device and the inspection confirmed that the alleged screw was securely tightened, required a tool to loosen, and could not be loosened by hand. The inspection also confirmed that a safety hook on the sling bar was missing. The exact cause of the event remains undetermined. Based on the inspection findings, the event is unlikely related to the alleged screw loosening and is more consistent with the missing safety hook identified during the inspections. Based on the details of the inspections, it is reasonable to conclude that use error, failure to ensure safety latches were in place, attributed to this event. No further information was available at the time of this report.